Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A service history review revealed no previous service events were related to the reported condition. No defect was observed during visual inspection. A review of the alarm log identified an occurrence of failure code 94. Main battery was found depleted. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have f_94 alarm. No additional information is available.